Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: after manta deployment, pulse was faint and vessel occlusion was found. Up & over procedure utilizing a balloon to reorient manta anchor and re-establish arterial blood flow. Additional information: during a tavr procedure. Immediately after deployment no waveform was found from the toe sensor. Post angiogram confirmed that the manta anchor had created an occlusion and was not positioned correctly. Balloon used with the up and over technique. Anchor was repositioned and blood flow was restored. Patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4), the device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following the tavr procedure, an 18f manta was deployed for closure. Following deployment, no waveform was found from the toe sensor. A post-angiogram indicated the manta anchor was not positioned correctly and was occluding flow. Contralateral balloon angioplasty was applied, moving the manta anchor back into position and restoring flow. The device was not returned, and there is believed to be no device failure, the procedure was completed with this device. Due to insufficient information regarding the initial and deployment procedures, patient environment and conditions, and no angiograms or device submitted for this investigation a cause for the occlusion cannot be determined. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. Risk documentation was reviewed, and occlusion is a known risk. The instructions for use lists potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery.

Event description:
It was reported that: after manta deployment, pulse was faint and vessel occlusion was found. Up & over procedure utilizing a balloon to reorient manta anchor and re-establish arterial blood flow. Additional information: during a tavr procedure. Immediately after deployment no waveform was found from the toe sensor. Post angiogram confirmed that the manta anchor had created an occlusion and was not positioned correctly. Balloon used with the up and over technique. Anchor was repositioned and blood flow was restored. Patient was reported as fine post the procedure.